Manufacturer narrative:
The pacing system remains with the patient and will not be returned to boston scientific crm. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that during the implant procedure, angiography and puncture were performed to implant the pacemaker from the left side, however, the puncture was unsuccessful and a vessel could not be reached. The implant was then performed from the right side. The first puncture from the right side was completed without an issue, however, the second puncture did not hit the vessel. The atrial and ventricular leads were positioned and connected to this pacemaker. During the procedure, the patient started to bleed excessively from the puncture. The bleeding was temporarily stopped after suturing the puncture. However, a short while later, the patient began to bleed again. In addition, the patient's heart rate began to increase and blood pressure decreased. The patient's condition was unstable despite cardiac massage and a blood infusion. The patient was transferred to the critical care unit, however, passed away an hour later. There were no allegations against a boston scientific product.